Manufacturer narrative:
The hill-rom tech found the alarms external alarm housing inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm housing to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating there is no audible alarm on the bed. The bed was located at the account. There ws no patient/user injury reported. (B)(4).